Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The caller states when you apply the brake and push down on the foot pedal, it no longer stops in the locking position.